Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty locking system of the video connector could not be identified. However, it¿s likely the cause is related to the strong force of users and/or repeated operations. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the locking system of the video connector was found faulty, but the connection was still possible, and the current software was installed on the processor is up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, no image displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.